Event description:
It was reported that the patient experienced intermittent stimulation as well as inadequate pain relief. It was noted that there were high impedance values on one of the spinal cord stimulation (scs) leads. The patient underwent a revision procedure where the implantable pulse generator (ipg) and scs leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one week prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6)/(B)(6). Batch: 17877048/17877048.